Event description:
It was reported that while preparing for a da vinci prostatectomy procedure, the surgical staff experienced difficulty with the patient side manipulator (psm) arm not recognizing the instrument cannula accessory. The site attempted to troubleshoot the problem without success. At this time, the patient had been under anesthesia and the port holes had been created when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the issue experienced by the site was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned for failure analysis investigation. Engineering evaluation observed that the axis 2 rolling loop was deformed causing interference and binding of the cable for insertion. The rolling loop was replaced to resolve the issue with the psm. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.